Event description:
Information was received indicating that a smiths medical solis vip pump exhibited occlusion alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, minor scratches on lcd lens screen. The customer stated problem was not duplicated. Device passed the functional and occlusion test. Error was found in the device ehl (event history log) multiple times. Re-calibrated dso (downstream occlusion sensor) for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.